Event description:
Doctor indicated that the iipdtl driver tip got stuck in the unknown implants. Doctor was able to complete the procedure .

Manufacturer narrative:
One certain implant driver tip (iipdts) was returned for investigation. Visual inspection of the as received product showed that the driver was not an iipdtl as originally reported and is actually an iipdts. The lot number supplied was for an iipdtl. The returned driver showed signs of wear and use both along the main segment of the driver and on the o-ring. The iipdts that was returned was functionally tested with two implants from inventory. The driver performed as expected and no difficulties were encountered removing the driver from the implants. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: document type(s) reviewed: · instsm rev. G (12/17) ¿ biomet 3i surgical manual tapered & parallel walled implants information identified: instructions specific to a certain internal connection tapered 4mm or larger diameter implant for the certain internal connection tapered implant, pick up the implant from the surgical tray using the dedicated certain implant placement driver tip. Carry the implant to the mouth facing upward to prevent accidental dislodging. Due to wear, periodic o-ring replacement is required for the certain internal connection driver tip. Certain internal connection driver tips should be inspected for wear before use. See page 64 for additional technical tips. · instrument needed for 5mm(d) x 4.1mm(p), 6mm(d) x 5mm(p) and 4, 5 and 6mm(d) tapered implants: dedicated certain standard driver tip (iipdts or iipdtl) pick-up and delivery of implant care must be taken when inserting the implant placement driver tip into the implant. A very low rpm must be used as you approach the internal connection of the implant with the driver tip to properly align the internal hex of the implant with the external hex of the driver. Press down firmly to engage the implant securely. The complainant reported ¿implants get stuck to the driver tip¿. The complaint was non-verifiable as the implant was not returned for investigation. The driver that was returned functioned as expected and did not have difficulties being removed from stock implants. A definitive root cause could not be identified for this complaint.